Event description:
It was reported that the pt underwent surgery to repair a type 2 odontoid peg fracture as a result of a fall. During the procedure, the drill went down to 36 mm and then would go no further. Upon removal of the drill, it was noted that the tip had broken off of the main drill shaft. The broken piece was removed from the pt and the case was completed without further complications.

Manufacturer narrative:
(B)(4). The returned part is broken at the level of the drilling tip. No defect has been identified at the level of the breakage. Additional damages have been observed on the drill, which are consistent with a lateral contact with a metallic part. The type of breakage and its location are consistent with an over-loading of the part due to lateral bending loads. The origin of these bending loads was not determined. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.